Event description:
It was reported to ventec by an authorized third-party service provider (asp) that the device was continuously rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third-party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the authorized third party service provider (asp) elected to return the device to ventec for evaluation and repair. The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.